Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting efforts and opted to proceed with acquiring a new pump, as the warranty on the current device had expired and it was unable to be repaired or replaced.